Manufacturer narrative:
Analysis revealed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system outside of procedure. It was reported that an import error was being received if the orientation planes were manipulated prior to acquisition. The straight unadjusted patient scans seemed to work fine. These same scans loaded up fine on the navigation software. The clinical specialist was just wondering if this was a known issue and if there was a simple solution, apart from not manipulating scan orientations. No patient was present.